Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three insulin flow blocked alarm event on (B)(6) 2025, and (B)(6) 2025. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(6) has been evaluated. The batch 6007201 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6007201 was manufactured according to the wi version 97 and packaging in the multivac 14, on 30/may/2024, with a total of (B)(4) units. Welding lot 4e03454 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on 29/may/2024, with a total of (B)(4) units. Lot 4e03451 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on 27/may/2024, with a total of (B)(4) units. Gluing of connector lot 4e03460 was manufactured according to the wi version 37, gluing of connector in the line 3, on 28/may/2024, with a total of (B)(4) units. Lot 4e03461 was manufactured according to the wi version 37, gluing of connector in the line 3, on 29/may/2024, with a total of (B)(4) units. Lot 4e03459 was manufactured according to the wi version 37, gluing of connector in the line 3, on 27/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007201 and another (B)(4) complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another (B)(4) complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010592 in question was manufactured at the reynosa site. The reference samples for the lot 6010592 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 19/jun/2025. All test results were found within specifications as per the test report 2228610 test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. DHR review: the lot 6010592 was manufactured according to the wi version 99 manufactured in the machine multivac 14, on 10/dec/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4m01032 was manufactured according to the wi version 37 manufactured in the machine mp03, on 06/dec/2024, with a total of (B)(4) units. The lot 4m01469 was manufactured according to the wi version 37 manufactured in the machine mp03, on 07/dec/2024, with a total of (B)(4) units. The lot 4m01470 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. The lot 4m01471 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6010592 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.